Event description:
Pt had pca pump in use for pain control following amputation. Pt also has chronic renal failure and is on dialysis treatments. Pca pump was cleared at 1:40 p.m. On 3/30/98 and showed 19cc of dilaudid remaining in syringe. Was taken to dialysis unit and dialysis began at 2:20 p.m. At 2:48 p.m. Pump alarmed showing "vial alarms" on screen. Syringe came out of cartridge. Pump was opened and syringe replaced by rn. At 2:56 p.m. Pump alarmed with empty syringe reading on screen. At 3 p.m. Pt's respirations became depressed and respiratory arrest followed. Airway inserted and ambu bag used for ventilation. Narcan 1 ampule was given IV and pt was bagged for 5 minutes by m.d. Respirations returned and pt was transferred to ccu. Narcan was repeated and pt responded without serious outcome. Pt transferred from ccu on 4/1/98.